Event description:
Patient went to doctor's office with abscesses around the nasal area on the right side of the face. The doctor prescribed and did a bacterial culture of the areas which turned out negative. A week later she noted the same problem started to happen on the left side. A bacterial culture on the left side came back negative. The doctor prescribed medrol and topical antibiotic. On april 5 the patient went back to the office swollen and red in all of the areas where she was injected. Doctor prescribed monodox and gentamycan ointment. On (B)(6) the patient started experiencing redness and pain in the areas where injected. Treated with kenalog and another bacterial culture was done. Again the results were negative. On (B)(6) patient still red and had pain in areas where injected around the lower part of the nlf. Injected with kenalog and decadron and given prednisone to take daily. On (B)(6) some improvement, but new abscesses were noted around where the previous abscesses were. No further information available.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.